Event description:
The customer reported that cinema images were being lost after the system was turned off. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive subsystem was replaced. The system was then found to be operating as intended.